Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information available at this time, no conclusions can be made. It is reported that the patient plans to follow up with an md who specializes in inguinal hernia repair. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported via maude event report (mw5066532): "caller reported a bard mesh was implanted to treat his hernia in 2014. Six months later he started to experience intermittent pain. Caller went to the doctor 3 months ago and was told the hernia subsided, continues to experience pain." The following was reported via follow up with complainant : it is reported that the patient was implanted with a bard pre-shaped mesh to repair an inguinal hernia on (B)(6) 2014. Within 6 months postoperatively the patient began to experience pain in the area of the mesh repair. As reported the pain is "sort of a burning at times" and awakens the patient at night. A followed up visit with the surgeon confirmed there was no recurrence of the hernia and advised the patient to see a pain specialist. The patient's primary care md ordered an ultrasound. It is reported that the findings note a "ball of something." The complainant is not sure what this means and reports that the patient has not heard from the primary care md in regards to this. It is reported that the patient plans to follow up with an md who specializes in inguinal hernia repair.